Event description:
It was reported that during a procedure on (B)(6) 2024, the original packaging of the part referenced a different lot number from the lot number that was observed on the part within the packaging. There was a possible intra-surgical issue due to the inconsistency between the lot reported on the packaging and the physical lot, resulting in deviation in the traceability of the lots in the loaner set for tfna nail implants. This report involves one tfna fenestrated screw 100mm - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 17-october-2023, expiration date: 01-september-2033, part: 04.038.205s, tfna fenestrated screw 100mm -sterile, lot: 8123p63 (sterile). Note: fenestrated screw was manufactured by elmira; lot numbers 7910p92 and 7965p20. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and was determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the implant tfna scr perf l100 tan had etched the product code 06.038.200, lot 7910p92 and was packaged in original box identified with the product code 04.038.200s, lot 8123p63 as sterile product, due to mismatch between the lot number a further investigation was performed and in conclusion it was determined that these lot are matched in our system, since the implant was manufactured in elmira site and sent it to packaging in monument site, therefore the alleged reported condition cannot be confirmed. Document confirms the traceability of the lots 7910p92 and 7965p20 manufactured by elmira site and received in monument for packaging. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna scr perf l100 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.